Event description:
The customer reported via phone call he changed the infusion set the night before and when trying to bolus the next morning, he noticed the display on the insulin pump was blank. It was stated that the insulin pump does not have physical damage and was not exposed to moisture. The contacts on the battery cap are not missing or damaged and the battery compartment is not damaged or corroded. The customer changed the battery and the display returned but the insulin pump alarmed unexpected restart and external ram error. Blood glucose value was 257 mg/dl. The customer stated the insulin pump was not stored or not in use for an extended period of time. Customer was advised the battery cap would be replaced.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.